Manufacturer narrative:
Evaluation of the returned pod coil revealed coagulated blood on the distal portion of the embolization coil. During the functional test, the pod coil was advanced out of its introducer sheath with resistance due to the coagulated blood on the distal portion of the coil. After the distal portion of the coil was advanced out of the introducer sheath, the pod coil was completely advanced out of its introducer sheath without an issue. The root cause of the coil becoming stuck in its introducer sheath during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of coil advancement issue.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted two non-penumbra coils and two ruby coils into the target location. While attempting to introduce a pod coil, the pod coil advanced a little and became stuck in its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using another pod coil, four ruby coils, and two other coils with the same microcatheter. There was no report of an adverse effect to the patient.